Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: (B)(6). Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing gel was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of missing gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing gel. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced missing additive. This event occurred once. The following information was provided by the initial reporter. The customer stated: in batch 2164897, I have received reports of tubes with no gel at all.